Event description:
It was reported to boston scientific corp that an advantage transvaginal sys was used during a vaginal sling placement procedure in a clinical trial in 2008. According to the complainant, the procedure was successfully completed. Follow up conducted at about 4 months post-op reported a normal physical exam, and normal voiding. Follow up conducted in 2009 reported difficulty voiding.